Event description:
Healthcare professional reported, left side deflation. The tissue expander had been implanted for longer than 6 months. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/user error: observed, opening striated on anterior side assessed, as surgical damage. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side deflation. The tissue expander had been implanted for longer than 6 months. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.